Event description:
Dome detached during traction removal. Indwelling period was 130 days. The detached dome portion was removed endoscopically. The medication administered: polaprezinc, levodopacarbbidopa, zonisamide, bromhexine hydrochloride. Thickness of the abdomen wall about 3 cm. The catheter had been free-floating within the fibrous tract before the removal.